Manufacturer narrative:
After battery installation unit gave an unexpected flashing white/blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly. Unit received with minor scratched display window and case.

Event description:
The customer's parent reported via phone call that the insulin pump had a flashing white display. Customer was playing when the device bumped into the door. Blood glucose level at the time of the incident was not provided. Customer's parent also mentioned the customer had rashes due to sensor adhesive. The customer's parent was advised that the insulin pump would be replaced and agreed to return the device for analysis.